Event description:
A home patient's mother contacted baxter's technical serivce center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 11/12 of her automated peritoneal dialysis therapy. Per initial report, the transfer set was broken and leaking. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.